Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: creases fold, opening extended on radius and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks, observed 40 mm dark patch edge material inside gel device and wear abrasion. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.